Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was recently seen and at that visit the arrhythmia logbook showed greater than 70,000 episodes that could not be viewed. Additionally there was as an out-of-range (oor) high pacing impedance on the right ventricular (rv) lead from 4 years prior that had never been seen before on any of the previous visits. Boston scientific technical services (ts) was consulted and suggested a memory analysis which was done but no root cause was determined. It was discussed that the clock on the programmer could possibly have been turned back by 4 years. The device and lead remain in service. To date, no adverse patient effects have been reported.